Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (B)(4); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aneurysm embolization with a pipeline embolization device, several procedural issues were encountered. The aneurysm was located in the left posterior communicating artery, was unruptured, saccular in morphology, with a maximum diameter of 5 mm and a neck diameter of 3 mm. The landing zone was 3.7mm distal and 3.9mm proximal. The access vessel was the left internal carotid artery with a diameter of 4 mm, and severe vessel tortuosity was noted. During the procedure, friction and increased tension were experienced as the delivery system advanced through the petrocavernous segment. The device became stuck inside the distal microcatheter during resheathing, and recapture was not possible. Despite using a triaxial system, the procedure lacked sufficient support. The device was eventually removed, and a new pipeline device was successfully implanted. There was no damage to the catheter or pushwire. The physician released the load/slack in the system, but this did not resolve the issue. A continuous saline flush had been administered. The precise cause of the increased tension in the system could not be determined beyond the anatomical difficulty of the case, with severe curves in the bulbar carotid segment. Dual antiplatelet treatment was administered, and angiographic results post-procedure indicated successful flow diverter embolization. No patient complications have been reported as a result of this event. The devices were prepared and flushed as indicated in the IFU.

Manufacturer narrative:
H3: the pipeline flex device was returned within the phenom 27 catheter. The pipeline flex pusher was found extending out from within the phenom 27 catheter for ~50.0cm. No damage was found with the phenom 27 catheter hub. The distal ~7.0cm of the phenom 27 catheter body was found flattened. The pipeline flex pusher distal hypotube was found stretched. The pipeline flex braid proximal end distal ends were found damaged (frayed). The pipeline flex pusher tip coil was found bent. The pipeline flex device was found stuck within the phenom 27 catheter. Therefore, the phenom 27 catheter was dissected (cut) to remove the pipeline flex device. During removal, the pipeline flex pusher detached at the distal hypotube weld (solder joint) and the tip coil broke at the sleeves. Based on the device analysis and reported information, the customer¿s ¿resistance during re-sheathing/failure to resheath¿ and ¿resi stance/stuck during delivery¿ reports were confirmed as the pipeline flex device was found stuck within the phenom 27 catheter. It is likely that the damage found with the phenom 27 catheter (flattening) and the patient¿s ¿severe¿ vessel tortuosity contributed to the reported event. Damage to the pipeline flex pusher (stretching), pipeline flex braid (fraying), and phenom 27 catheter (flattening) can occur when the device is advanced/retrieved against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.